Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the data file from the event was received. Review of the data file showed messages indicating the customer's report. However, without receipt of the device, a root cause cannot be determined. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.